Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f06092, h11e14031 and h11d19058 and no exceptions were observed that were related to the reported condition. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse in the USA of a patient who made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call to baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was the patient made a mistake/touch contamination and non-compliance. The consumer reported the patient forgot to cap off while heading to the bathroom. Treatment was not reported. On an unreported date in 2011, the patient was recovering from the peritonitis. The outcome for the patient made a mistake/touch contamination was not reported. On an unreported date in 2011, dianeal therapy was withdrawn. The nurse reported the event of peritonitis was unrelated to dianeal therapy, but did not comment on the event of the patient a made mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.